Manufacturer narrative:
The patient¿s date of birth was on an unknown date in 1965. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient error. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Action taken with dianeal therapy was not reported. Fifteen days after the event onset, the antibiotic therapy was discontinued and the patient was deemed recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.